Event description:
When opening the iol peel pack to the sterile field it was noted that the plastic housing for the lens was sitting cock eyed open. Asking the surg tech to be careful retrieving, as not to let the lens drop out. She opened the plastic housing the rest of the way and there was no lens inside. Upon inspection, the lens was noted to be stuck to the outside bottom of the plastic housing. It felt flat and brittle. The surgeon was asked to examine the lens, and a different lens was opened and used for the patient.